Event description:
As reported by the user facility: customer reported to (B)(4). The report states that the nurse commenced infusion at rate to be infused over 5 hours. After one hour, the whole of the infusion had been administrated with the device reading that there was 200 ml still to be infused.

Manufacturer narrative:
(B)(4). B. Braun (B)(4) is submitting this report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4). Device eval results: in the manufacturer's test laboratory the history log file of the device was read out and reviewed. It was found that the vtbi (volume to be infused) was set by the operator to 250 ml. Afterwards the delivery rate was set by the operator to 250 ml/h and confirmed (consequently the 'vtbi reached' alarm started 59 minutes later). Additionally, the flow rate was tested (200 ml/h) in the delivery accuracy and found to be within the specification. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event.